Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
While inserting the screw in the illum for lumbar fusion at l5-s1 using the screwdriver, the tip broke off from the instrument in the head of the screw. The surgeon was able to remove the tip from the screw head. The tip was discarded. The other iliac driver in the set was used to complete the case without further incident. No patient complications were reported.